Manufacturer narrative:
D4 - UDI: correction. Manufacturer¿s investigation conclusion: review of the submitted photographs confirmed damage to the driveline outer jacket; however, a specific cause for this damage could not be conclusively determined through this evaluation. Photos of the patient's driveline were submitted which revealed rescue tape applied to the entire external length of the driveline. The submitted log files contained events from 22sep2024 through 26sep2024, per the timestamps. No notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B. Is currently available. Section 6, ¿patient care and management¿, discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C. Is also currently available. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This section also outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the clinic with both leads on the primary system controller in really bad shape. When the black lead was disconnected, there would immediately be "no external power" alarms. The system controller was exchanged, and this resolved the alarms. The patient was sent to receive x-rays because their driveline was covered in various types of tape with potential for exposed wires underneath. Log files and x-rays were submitted for evaluation to confirm no areas with concern for a potential splice procedure. Log files were reviewed, and the damaged system controller recorded no external power events when the black power lead was disconnected. This indicated an issue with the white power lead of the system controller. The emergency backup battery was used during each of these events, and motor function was unaffected. The x-rays showed areas of inconsistency on the external portion of the driveline. Data collected from the driveline fault detection circuitry on the system controller indicated that there were no issues with the conductors within the driveline despite the damage observed to the outer layers.